Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted laparoscopic gastric sleeve procedure, while transecting the stomach with the stapler, when it was fired, the firing stopped before reaching the cut line and therefore it did not cut the stay sutures, the staple line was incomplete distally. The sutures on the reload caused the jaws of the reload to not open, the sutures securing the buttress had to be cut and then the stapler was able to be opened and removed. There was no injury.